Event description:
The customer reported that the 9900 system would save cine images over other cases. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive was reformatted during the service call. The system was tested and found to be working as intended and put back into service.